Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed error 121. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A 'call tech support error" was observed on the receiver screen; however; a data log was able to be downloaded. A review of the data log did not confirm the reported event of screen error alarms. A root cause could not be determined.